Manufacturer narrative:
(B)(4). The technical support engineer ( tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the breath delivery unit (bdu) printed circuit board.

Event description:
It was reported that when a ventilator was powered on, it was in an inoperative state. There was no patient involvement.